Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tilt actuator tilts but then it will stall. End user has to tilt quite a bit.

Manufacturer narrative:
The device was returned and the evaluation found that the actuator has no mechanical output. (B)(4)

Event description:
Tilt actuator tilts but then it will stall. End user has to tilt quite a bit.